Manufacturer narrative:
The insulin pump was missing the retainer ring and had a cracked case at the battery compartment, minor scratches on the display window, cracked battery tube threads, a cracked keypad overlay and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was broken at reservoir connection. The plastic guard and the o-rings were missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.